Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was returned for evaluation. Review of the data found that the first analysis event consisted of two segments, both segments recorded matching results by the algorithm. In these segments, no specific rhythm type could be identified, but there were multiple no shock conditions met within the waveform and was deemed non shockable due to these conditions. It's important to note that both analysis segments recorded very low qrs rates, and invalid responses for qrsv amplitude variance and with variance which is generally an indication of very low signal amplitude and low quality recorded waveform data. This can greatly limit the analysis algorithm's ability to properly determine a rhythm type and can impact the algorithms overall shockability decision. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.